Event description:
It was reported that the patient underwent a minimally invasive l5-s1 tlif where a cage was implanted with rhbmp-2/acs. Immediately post-op, the patient developed a "consuming" left l5 radiculopathy. No medical intervention has been done to date.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.